Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that there was a leak at the site where the tubing was inserted into the bag. The event occurred during infusion while the device was in use with a patient. The malfunction caused significant pain, leading to the interruption of an oxycodone infusion in a patient experiencing severe pain, and no medical intervention was required.

Manufacturer narrative:
One sample was received for evaluation. Visual and functional testing were performed. The reported problem was unable to be confirmed. The complaint of a pump alarm can be confirmed. The probable cause is due to air aspiration through the leak site during delivery. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.